Event description:
It was reported that a thrombus was present on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. 10,000 units of heparin were administered to the patient. The physician then checked to see if the patient had a computed tomography (CT) scan performed because the appendage anatomy might be difficult. Therefore, time had elapsed before performing the transseptal puncture. The physician performed the transseptal puncture and then administered another 5,000 units of heparin. The pigtail wire and was were being advanced in the patient when thrombus formed on the tip of the was. The physician then moved the was back into the right atrium and the thrombus came back as well. The thrombus then fell in the right ventricle and moved into the right ventricular outflow tract before it disappeared into the pulmonary artery. The procedure was continued, and another 5,000 units of heparin was given to the patient after the pigtail wire was positioned in the laa. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. The patient did not experience any other complications as a result of this event. It was further reported that the patient has since been discharged from the hospital.

Event description:
It was reported that a thrombus was present on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. 10,000 units of heparin were administered to the patient. The physician then checked to see if the patient had a computed tomography (CT) scan performed because the appendage anatomy might be difficult. Therefore, time had elapsed before performing the transseptal puncture. The physician performed the transseptal puncture and then administered another 5,000 units of heparin. The pigtail wire and was were being advanced in the patient when thrombus formed on the tip of the was. The physician then moved the was back into the right atrium and the thrombus came back as well. The thrombus then fell in the right ventricle and moved into the right ventricular outflow tract before it disappeared into the pulmonary artery. The procedure was continued, and another 5,000 units of heparin was given to the patient after the pigtail wire was positioned in the laa. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. The patient did not experience any other complications as a result of this event.